Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 169802, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 8, 2021. In addition to the problems reported previously, the patient also experienced baker grade IV capsular contracture. An explant was performed on (B)(6) 2021. Pathology was performed on the explanted capsules. The diagnosis is as follows: no tumor seen. 2. Is other serious- uncheck, 2. Is required intervention- check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, paresthesia, autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with mentor smooth round moderate profile 275cc saline prostheses experienced several unexplained systemic symptoms post procedure. The patient reported the following symptoms beginning almost immediately following implantation: swelling, bilateral breast pain (worse in right), difficulty breathing, joint pain, hashimoto diseases, insomnia, gallbladder only emptying at 14% (starting in 2015), unspecified digestive issues, right frontal lobe lesion, right optic nerve issue, uterine fibroids, depression, lethargy, exhaustion, hair loss, loss of libido, and weight gain. Additionally, tingling and numbness in both arms consistent with paresthesia were noted, and stated to have interfered with the patient¿s ability to function. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-15671 for contralateral prosthesis report.